Event description:
It was reported that pump experienced malfunction alarm with code malf 12 while customer was using pump. There was no adverse impact to the customer¿s blood glucose level. Customer relied on multiple daily injections during malfunction period, contacted technical support, received guidance to reset pump, and successfully cleared malfunction without recurrence, then planned to continue using injections while at school and resume pump use at home, with agreement to monitor pump and call back if problem returned.